Event description:
A clinical laboratory was conducting correlation studies to evaluate the instrument for testing activated partial thromboplastin time (aptt) and antithrombin iii (at3) in radom access. The aptt results for heparinized specimens were in the normal range or significantly shorter than expected. Specimens from pts undergoing anticoagulant treatment with heparin should present prolonged aptt results.